Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The balloon was removed as usual from the patient's body and the procedure was completed with the original device. No complications were reported and there was no problem with the patient's condition post procedure.